Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no similar complaints reported in the lot number. (B)(4).

Event description:
A patient reported that one year following her intraocular lens (iol) implant procedure, she is horribly unhappy with her vision. She reports that shortly after her procedure, she developed a secondary cataract. Six months later, she had a yag laser procedure. All along she was advised that her vision would become clearer and clearer. That never happened. Her distance vision is acceptable, but cannot see anything close up. She has reading glasses, but many times even with the reading glasses, she is still unable to read a newspaper or product label. Additional information was provided by the patient that her distance vision is wonderful since the yag procedure, but her near and intermediate vision is the issue. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient that she is very depressed about this whole situation.